Event description:
After approximately 5 minutes in the left atrium with the cryoablation catheter and mapping catheter, the physician noted that the heart border was not contracting normally. Ice image revealed a pericardial effusion. Catheters were removed from the left atrium. The physician did a pericardiocentesis and drained a moderate amount of bright red blood. Patient remained stable throughout and was transferred to ICU for observation. The cryoablation procedure was aborted. This report is for device 1 of 2.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The catheter passed the inspection as per specification. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection / pressure tests did not show any leaks or traces of liquid/blood inside the catheter. This report will be recorded and trended.